Event description:
It was reported that this pacemaker system stored a nonsustained ventricular episode. Upon review of device data, boston scientific technical services (ts) discussed a non physiologic signal on both the right atrial (ra) lead and right ventricular (rv) leads. Additionally, low amplitude was observed on the rv lead. Both the ra and rv lead impedance measurements showed a significant decrease. No adverse patient effects were reported. At this time, this device system remains in service.